Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On 12/17/2015, a medwatch ((B)(4)) was received regarding a product problem. The medwatch was indicated as having been submitted to the FDA in november of 2015 by a clinical engineer / healthcare professional. It was indicated that the patient recently had a loss of efficacy and non-invasive testing suggested an underinfusion. There was question of whether the pump or the catheter was to blame, but imaging had failed to pinpoint the problem. Regarding the device usage problem / device malfunction, it was indicated that the device did not do what it was supposed to do. The intrathecal pump and catheter for delivery of baclofen were replaced. The date of the event was (B)(6) 2014. The pre-operative and postoperative diagnosis was intractable spasticity.

Event description:
It was reported that the patient experienced increased spasticity. The healthcare provider (hcp) was unable to aspirate cerebrospinal fluid (csf) from the catheter and a volume discrepancy occurred. The pump and catheter were replaced. The cause of the issue was unknown. The replacement was said to have resolved the issue. The patient¿s status at the time of the event was said to be alive and no injury. The patient was currently receiving effective therapy. The patient was to follow-up with the hcp¿s office. The pump was used to deliver lioresal.

Manufacturer narrative:
Analysis of the catheter (s/n (B)(4)) found a catheter body hole caused by deep abrasion.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the patient experienced a sudden loss of therapy. Following the pump and catheter replacement, the patient recovered without sequela.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.